Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. All of the keypad buttons were intermittently responsive during testing and required increased force to elicit a response. The button keypad symbols were observed to be worn. During investigation, evidence of contamination was found under all keypad contacts. The display screen was found to be discolored. A test display was used for investigation and was found to function appropriately. There was corrosion observed in the battery compartment. Unrelated to the keypad button issue, the pump had no sounds when it was powered on and testing revealed a failed electrical connection in the audible alarm circuit causing audible sound loss.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were unresponsive and the button symbols were worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.